Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 411 mg/dl. Customer was visit to emergency room. The customer also stated that they had symptoms like nausea, vomiting and difficulty in breathing. Customer stated that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed and customer states the insulin exited. Customer stated that the cannula was not bent. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.